Manufacturer narrative:
Device evaluated by MFR.: a visual and tactile examination was done on the balloon, stent, tip, and shaft of the returned express ld device. The balloon was not tightly wrapped and had been subjected to positive pressure. No issues were noted with the balloon material. The device was received with the stent detached which was not returned. No issues were noted with the tip of the device. No issues along the length of the device were noted.

Event description:
It was reported that stent movement on balloon occurred. An 8.0x30x135cm express ld stent was selected for treatment on the patient. After it entered the sheath, it displaced on the balloon and slightly migrated within the balloon area. The device was simply pulled out and was replaced with another of the same model to complete the procedure. There were no complications reported, and the patient status was stable.

Event description:
It was reported that stent movement on balloon occurred. An 8.0x30x135cm express ld stent was selected for treatment on the patient. After it entered the sheath, it displaced on the balloon and slightly migrated within the balloon area. The device was simply pulled out and was replaced with another of the same model to complete the procedure. There were no complications reported, and the patient status was stable.